Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, during introduction, the hypotube broke and the wire failed to cross to the wire exchange part. The procedure was not completed and there were no patient complications reported.